Event description:
The surgeon implanted a aa4204vl plate silicone lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury. It was unk what caused the lens to tear. The cartridge model that was used was a mtc60c fp. The contact was unable to provide the injector model or the injector and cartridge lot numbers.

Manufacturer narrative:
H6: method: a work order search was performed for the lens and cartridge. Results: visual inspection of the returned product showed that one lens haptic was torn off and missing. A small piece was missing from the lens edge and the lens optic was torn. The cartridge was returned and visual inspection showed no visible damage. Surgical and reddish residue/debris on product. A lens and cartridge work order search was performed and no similar complaints were found within the search. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.